Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, it was determined that all the patients were not crossed over in single device. The technical support specialist (tss) dialed into the station and found it in critical override mode. Upon checking the server, station showed an upload error. After reviewing sync information 2.0, the tss fixed the retry issue on the server, and the device resumed normal communication. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, patients were not crossing over in single device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.